Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer septal occluder was chosen for a procedure. During procedure, the device had a cobra-head malformation. The device was removed and a second device was implanted without issue.